Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional endovascular repair of abdominal aortic aneurysm (aaa) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 17f sheath and the aaa procedure was completed. Reportedly, post procedure, while advancing one of the prostyle device knots, a suture break occurred. The suture was cut and removed from the anatomy. The guide wire remained in the anatomy, so a new prostyle device was used. Hemostasis was ultimately achieved with two prostyle device sutures, one which was pre-placed and another which was placed after the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture detachment; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.